Event description:
During a knee arthroscopy, the surgeon had microfracture picks in 90, 65 and 40 degrees available. Intraoperative, the laser marking on the distal end of the devices reportedly flaked off into the joint. The material was resected, but some black etching embedded into the bone. No patient injuries or complications were reported.

Manufacturer narrative:
.

Manufacturer narrative:
: Device evaluation: three devices were returned for evaluation. The failure mode of laser marking being removed was confirmed, via visual evaluation. The returned devises were confirmed to have the laser marked material peeling form the substrate of the device. The devices were sent to the supplier (B)(4) for further evaluation. A review of the manufacturing records for the lot was performed and confirmed that no issues were reported during laser marking of the devices. The supplier confirmed that the root cause is not related to the manufacturing process, but is an after effect of the laser marking process that can be mitigated by included a material passivation step post laser marking. A review of the device print has identified that currently this step is not called out on the print specification. No further action from the supplier is required. The failure mode of laser marking being removed was confirmed. A corrective action has been initiated to determine the root cause and applicable corrective actions. This investigation is ongoing. (B)(4).